Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), product type: lead, product ID: 977a260, serial#: (B)(4), product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 05-aug-2025, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 11-jun-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Patient (pt) and their spouse reported that when the pt had the device implanted, the physician "crossed the wires". The manufacturer representative (rep) did not know the wires got crossed and when they made adjustments to the pts programming in (B)(6) 2022, they put it up too high and then the implanted neurostimulator (ins) got so hot that it burned the pt on two occasions. The pt reported they now had a scar toward the top of the implant that has gotten larger than what it was after implant; it had been getting larger and was now about 2 inches wide and they "could fit their fingernail in there".  They were redirected to see their doctor to further address this.